Manufacturer narrative:
Investigation summary: bd did not receive samples and photographs from the customer in support of this complaint. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume (underfill) as all samples met specifications. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use the tubes are not filling properly."